Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: there was moisture evident behind display lens. Due to internal moisture contamination the pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. The battery compartment was cracked below grip pad. Pump case cracked in right hand corner of display area. Leak test shows leak at crack in pump case. There was evidence of moisture contamination throughout inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.